Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: what difficulty was the surgeon experiencing when the device failed to work? Did the gen11 display any yellow alert screens during the procedure? Did the surgeon hear the tone changes? Where was the bleeding from? (State where) what was the size of the vessel or artery? Was the tissue thick, dense and fibrous? Was a transfusion required? How was the bleeding controlled during the procedure? Was this the only time during the procedure that hemostasis was not achieved?

Event description:
It was reported that during a laparoscopic right procedure, the device failed to work properly. Unable to control bleeding, so the case was converted to an open procedure. No further information is known at this time.

Manufacturer narrative:
(B)(4). Batch # n9067g. The device was received in good physical condition. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached and tone 3 is heard when the cycle is complete). The device was tested with the test media and no anomalies were found. There were no anomalies noted with the functionality of the device. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.